Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported while carrying out insertion of right femoral lateral entry nail, towards the end of the case after drilling the second of two proximal screw holes it was noted on x-ray that a small portion of the drill bit, approx 1.5cm had broken off within the femur. Decision to leave bit that had broken in patient as would cause more trauma to remove.

Manufacturer narrative:
It was reported while carrying out insertion of right femoral lateral entry nail, towards the end of the case after drilling the second of two proximal screw holes it was noted on x-ray that a small portion of the drill bit, approx 1.5cm had broken off within the femur. Decision to leave bit that had broken in patient as would cause more trauma to remove. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.